Event description:
I had essure placed in (B)(6) 2013 one coil went missing. Had a second procedure done (B)(6) 2013. Started having severe cramping, bleeding, clotting, hair loss to the point of having to wear a wig, tingling and leg cramping pain, headaches, major fatigue to the point I could no longer do daily normal things, mood swings, in so much pain I just wanted to die, suicide thoughts, could not have sex because of pain, unusual rashes, anxiety and panic attacks, vomiting, sick to my stomach everyday, constipation or diarrhea, bowel problems, hip and joint and major muscle pain. I had to have a hysterectomy and then also diagnosed with endometriosis which I never had before essure!